Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The treatment and cause were not reported. At the time of the report, the patient has recovered from the event. No additional information is available.